Event description:
It was reported that during an unk procedure, could not get any response from the hand activation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.